Event description:
During the device evaluation, the flex deflectable videoscope exhibited a noisy image when the camera was tilted in the up/down direction. Additionally, the device distal tip was found to be scratched. There was no patient involvement, and no harm was reported as a result of the event.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the root cause of the observed image noise was found to be the result of component failure due to a damaged charged-coupled device (ccd) unit. The root cause of the damaged ccd unit could not be determined however, the issue was likely the result of component failure due to repetitive use stress and or excessive stress during handling. Additionally, a definitive root cause of the observed scratches on the device distal end could not be determined, however, the issue was likely the result of excessive stress during handling and or external factors. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.